Event description:
It was reported that, the right atrial (ra) lead has been increasing the pacing impedances in the last year. All measurements were within normal limits. Technical services (ts) discussed that gradual rises in impedance are not indicative of a lead failure rather more likely related to a physiologic variable and recommended testing the impedance and threshold in unipolar as it may be ring related and if so, unipolar pace and bipolar sense could be an option. Then, additional information was received which indicated that, the right atrial (ra) lead exhibited high out of range impedance measurements from a gradual increase over the last year. Technical services (ts) indicated that most likely the cause is some type of calcification involving the tip electrode and recommended to reprogram in unipolar pace and bipolar sensing and monitor for any noise in bipolar. Additionally, there were inappropriate atrial tachy response (atr) episodes due to myopotential oversensing in the ra lead. This pacemaker remains in service. No adverse patient effects were reported.